Manufacturer narrative:
Approximately 3.75 inches of the guidewires length has been broken off. The broken piece is bent in multiple directions. The break area shows signs of plastic deformation. The devices condition is consistent with excessive force being placed on it during use. Excessive forces applied to the instrument can result in this type of failure. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error cannot be ruled out as a contributory factor to this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported while putting in the dilatation catheter, the stem of guide broke inside the patient.